Event description:
It was reported that during use on a patient, the device made a loud noise and shut down. There were no health consequences for the patient reported.

Manufacturer narrative:
The provided log file of the affected device was analysed in regard to the reported event. Based on the log file analysis the reported event could be retraced. The analysis of the log file revealed that there was a communication problem between the cockpit and the ventilation unit caused by a loss of cockpit functionality. As root cause a faulty m16.2 therapy control board was identified. In this case, the software must be reset or the faulty m16 board must be replaced. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a failure of the cockpit during operation, the auxiliary auditory alarm of the ventilation unit will sound after 45 seconds without communication between the ventilation unit and the cockpit. This alarm is energized independently from the power supply and will last for at least 2 minutes. The ventilation will not be affected by a failure of the cockpit and will be continued as set. However, since the monitoring functions are limited and the user interface is inoperable, the ventilation shall be continued with an independent device. The device reacted as specified to a deviation regarding the cockpit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.